Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported by the patient that this pacemaker had a red call doctor and a yellow call doctor on the communicator at the same time over the weekend. However, it was no longer lit by the time the patient called technical services (ts). Ts referred the patient to the clinic. The device remains in use. No adverse patient effects were reported. The device was explanted, but there was no indication that the device was explanted due this issue. The device was returned for analysis.

Event description:
It was reported by the patient that this pacemaker had a red call doctor and a yellow call doctor on the communicator at the same time over the weekend. However, it was no longer lit by the time the patient called technical services (ts). Ts referred the patient to the clinic. The device remains in use. No adverse patient effects were reported.